Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this patients implant procedure her lung was nicked. The physician performed surgery on the patient to repair the nick. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient contacted boston scientific technical services (ts) and stated that she experienced syncope for an unknown reason. The patient is concerned that the perforation may have contributed to many different breathing related issues since implant of the device. The field representative was unable to obtain any additional information regarding this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
--